Event description:
A customer reported that during diagnostic testing, the image disappeared from the center to the edges of the screen and the probe was overheating. There was no harm to the pt. The remainder of tests were canceled.

Manufacturer narrative:
The company rep called the customer to review the problem reported. The company rep advised the customer to remove and inspect the probe cable connectors. After, the probe was tested again and the reported event did not occur. The facility did not request service. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replace or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional related reports for this probe. The root cause cannot be determined conclusively. (B)(4).